Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to using an alternate method of insulin therapy. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
On (B)(6), 2022, the distributor reported the additional information: the reported issue was not a fill estimate issue, but a cartridge filling issue. Pump history was reviewed and no malfunction alarms were observed. Troubleshooting was performed and no anomalies were identified. Pump functioned as intended. H6: code 1383 removed, 1233 added